Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Patient stated during fill 1 the cycler received a make sure heater bag is on heater tray alarm. The patient was unable to get past the message and turned off the cycler. Patient stated when he removed the cassette there was fluid leaking out of the cassette door. Patient stated the cassette door got wet. The cycler was replaced. Additional information has been requested.